Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5a534. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified. Photo and video evaluation summary: one photo and one video were provided. The video shows a device placed on tissue and an attempt to fire the device is made. After that the rotating knob is manually turned and the video ends. It was noted that no crunch sound was heard while the device was fired. In addition, it appears that there is not enough pressure was made on the firing trigger to complete the firing stroke. The picture shows tissue around the device and staples legs are visible. However it cannot be determinate if proper staples formation was achieved. Based on the picture and video provided the event described cannot be confirmed. Please refer to device analysis for full analysis details.

Event description:
It was reported: cutting issue. It was reported that during the endoscopic radical resection of colon cancer, after fired, noted no blade out, but deployed the staples as the photo shows. Another brand's device was used to complete the surgery. There were no adverse consequences to the patient. After surgery, the surgeon tried again, still not blade out. No additional information could be provided.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5a534. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, marks were noted on the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The damage noted on the washer is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.